Event description:
Patient implanted with a retrograde femoral nail, screws and end cap on an unknown date. Patient underwent hardware removal on (B)(6) 2013 as a result of a knee pain diagnosis. An arthroscopic procedure was performed after the removal. Fracture healed. This is 2 of 3 reports for the same event, (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(4). Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.